Event description:
In 2008, the patient underwent treatment of an abdominal aortic aneurysm, and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. In 2009, the patient underwent a reintervention and was implanted with an aortic extender component. The physician had noticed a blush from a pouch near the proximal neck of the previously implanted trunk-ipsilateral leg component. Final computed tomography (CT) scan at the conclusion of this procedure showed no contrast and everything looked good. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
Please note additional devices listed below implanted in this patient: pxc181400/05728114, pxc181000/05790643, pxc141000/06160032. Method and results codes - a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.